Manufacturer narrative:
The device was received in the fully deployed state. Download data generated an 0xaa, total number of bluetooth low energy (ble) resets after pod in filled state exceeded threshold, alarm. The device was reset and the shelf mode current measured within specification. The needle mechanism was reset and manually redeployed as intended. No damages or defects were observed during the investigation. It cannot be determined when the device deployed. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.